Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed volume test during preventative maintenance. The device was programmed to deliver 20 ml at a flow rate of 40. It was a primary infusion and the head height of the container was at 6 inches. There were drips observed in both drip chambers of the sets connected to be infused. The source container was made from a hard/rigid material. The container was reported to have been properly vented. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Customer clarified that the device was under infusing during volumetric testing. The rate was set at 40ml/hr with volume to be infused (vtbi) of 20ml. The delivered volumes were 18.821ml and 18.752ml which are within 10% accuracy and would not result in a death or serious injury. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation performed flow testing at 100ml and 125 ml and found the percent errors were -8.956 % and -5.88141 % respectively. The cause was determined to be the pressure plate travel requiring adjustment. Should additional relevant information become available, a supplemental report will be submitted.